Manufacturer narrative:
Unit received with currents in specification. Unit received with detached end cap. Unable to performed functional test due to detached end cap. Unable to verify compromised forced sensor alarm due to detached end cap anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer's blood glucose was not reported. Insulin pump would be replaced.